Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device was tested with a test keypad and no frozen screen was noted. The device also had cracked case on lcd display window corners, cracked lcd window, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the screen was frozen. Blood glucose value was 483 mg/dl; treated with manual injection. It was stated that the customer leaves the insulin pump in the restroom while showering. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.